Manufacturer narrative:
The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset) and rupture.

Event description:
Patient reported rupture as well as "experiencing lots of health issues such as, severe migraines, heavy night sweats, joint and muscle pain, weight gain, hair loss, skin rashes, back and neck pain, neuropathic pain, dizziness, vertigo, weakness and fatigue, gut problems , diarrhoea, bloating and gluten intolerance. Also high estrogen, low progesterone, low testosterone and low antimullarian hormone." The device has been explanted. This record relates to the left side.